Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with low blood glucose levels of 3.1, 3.0 and 2.6 mmol/l. It was stated that the customer had been experiencing low blood glucose levels for the last few weeks. Prior to the event, the customer was in the hospital having a procedure done, and her blood glucose levels went low three times. The customer stated that she has had this procedure done several times, and doesn't feel that it caused the low blood glucose. The customer felt that the insulin pump is delivering too much insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer had received no delivery alarms earlier. Unable to conduct the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.